Manufacturer narrative:
(B)(4). The recipient was reportedly treated on (B)(6) 2015 with debridement and antibiotics for three weeks. The recipient was hospitalized on (B)(6) 2015. The recipient's infection has resolved. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
It was reported that the patient developed a hematoma over the implant site. The patient was prescribed antibiotics (type unknown) and underwent debridement surgery; however the treatment was not successful. The patient's device was explanted.